Event description:
It was alleged that a nurse experienced a shock when plugging a power cord into the auxiliary outlet on the bed. Upon inspection by the service technician, it was found that the outlet did have burn marks, and that the outlet had a missing screw. The nurse reportedly went to the emergency room for evaluation, but the results of the evaluation were not reported, therefore the severity of the alleged shock and if any medical intervention was required is not known.